Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed. Post transseptal puncture and while advancing the watchman fxd curve access system across the septum, a clot was seen at the distal end of the watchman fxd curve access system on transesophageal echocardiogram (tee). The first activated clotting time (act) was 234 seconds then additional heparin was given, and second act was 283 seconds. Negative suction was done via the side port on the watchman fxd curve access system. The clot was safely removed. The case was successfully completed. The patient woke up with no issues and was discharged the following day.